Event description:
It was reported that t1 and t2 deployed together. No patient injury or significant delay were reported. A back up device was used to complete the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that t1 and t2 deployed together." The allegation could not be confirmed as it does not suit the physical condition of the device as found. T1, t2 and suture were returned still within the delivery needle track. There has been no deployment yet. The depth limiter was attached. The device has surgical matter attached but had not yet been cycled or actuated. If a defect is observed, the device should be returned as found. Visual inspection found a manipulated delivery needle. It is visibly bent 90 degrees. It appears to be intentional. Functional test was impossible due to the disfigurement. Precise evaluation cannot be completed because of the damage. No root cause related to the manufacture of the device was established.